Event description:
It was reported that the patient was experiencing uncomfortable stimulation. It was noted that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5092442. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 345681.